Manufacturer narrative:
On 12-jan-2022, the investigation on the suspected medical device was updated. Investigation summary (update): the evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-dec-2021, mentor received additional information regarding the patient¿s symptoms and event date. The patient had a CT scan on (B)(6) 2021 due to unspecified trauma, and the CT scan result indicated right-sided rupture. The relevant fields have been updated. Updated reason for device explant and/or reoperation: rupture, unspecified trauma (chest injury). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the implantation date and suspected medical device. The suspected medical device is a 450cc mentor memorygel breast implant (catalog #: 3504501bc, left serial #: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The implantation date is (B)(6) 2007. The relevant fields have been updated. On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the implant was found to be ruptured and received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor gel breast implants and experienced bilateral rupture postoperatively. As a result, the patient underwent bilateral removal and replacement with two 525cc mentor memorygel breast implant prostheses (catalog #: smpx525, left serial #:(B)(4), right serial #: (B)(4) on (B)(6) 2021. This report is for the right-sided prosthesis.